Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed. The meter was returned and the memory overwrite malfunction was confirmed on 19 feb 07. There was no report of death, serious injury or mistreatment. The customer's meter was replaced with a new locked freestyle mini meter.